Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a telemetry patient was spontaneously discharged from the central monitor. No injury was reported as a result of this event.

Manufacturer narrative:
Per spacelabs product support specialist investigative findings of the collected device logs, there was no device malfunction. Customer was provided information in regards to workflow and system functionality to maintain admit and discharge procedures. This report is complete and this particular issue is considered closed.